Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been in an automobile accident in (B)(6). X-rays were taken at that time and it was found that one of the patient¿s leads had been pulled from the epidural space and the second lead had moved, while both had experienced breakage. The patient had also lost stimulation with the accident. The patient¿s implantable neurostimulator (ins) was turned off during the patient¿s surgeries that were performed as a result of the extensive injuries from the crash, which included a fractured arm. After the patient had healed from the injuries, the patient¿s healthcare provider (hcp) and the patient had decided that it was time for the patient¿s system to be replaced. Prior to the replacement surgery, a manufacturer representative had performed an impedance test, which showed high impedance reading on both of the patient¿s leads. The patient had trauma to the area of the ins battery pocket and there was possible battery damage. The hcp decided to replace the battery as well as the leads. The replacement surgery was performed on (B)(6) 2014. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the lead, lot number va0dy65034, found no anomaly. Analysis of the implantable neurostimulator (ins), serial number (B)(4), found no significant anomaly as the ins was functionally okay. Analysis of the lead, lot number va0gw6z029, found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was experiencing pain in their legs and back after the car accident.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, serial# unknown, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.